Event description:
Reported that the patient was initiated on hemodialysis. Within the first 2 minutes of treatment, the phoenix machine began to alarm with blood in dialysate error. Blood was noted to be in the hansen tubing. Treatment stopped and unable to rinse the blood back. Provider notified and treatment was resumed with a new machine and new setup.